Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an rash under the therapy electrodes. The area was described as look red and raw, felt scaly and was itchy. There was no alleged device malfunction contributing to the irritation. Patient was advised to use benadryl by a physician. Follow up indicated that the patient has been using an ointment and that the rash has improved.